Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a burn-like mark on the back under the back left electrode that was itchy and scabbed over. The patient¿s nurse suggested using aloe vera on the skin irritation. Follow up indicated that the skin irritation improved.